Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-00311, 00326, 00397 and 05180).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2011 due to patient allegations of pain and elevated metal ion levels. Review of invoice history confirmed the modular head, femoral stem and taper adapter were removed and replaced. Additional information provided in patient medical records indicate that the revision procedure performed on (B)(6) 2011 was due to a loose femoral component. The patient's operative report indicates presence of scarred capsular tissue and confirms the loose femoral component. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-00311 & 00326 & 00397).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2011, due to patient allegations of pain and elevated metal ion levels. Review of invoice history confirmed the modular head, femoral stem and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.